Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between march 21-22, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it showed fluid inside the device's bladder which suggested a possible underinfusion may have occurred. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume multirate infusors did not fully infuse the medication at 5 ml/hr within the scheduled 48 hours. This was observed during patient infusion. The devices were kept attached to the patient for an additional 24 hours to complete the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.